Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 28-nov-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was advanced and deployed via the right femoral vessel to the native aortic valve using best practice. While pulling the nosecone from the delivery catheter system (dcs) out of the left ventricle, the valve "popped out" of the annulus. The patient required resuscitation. While an attempt was made to bring the valve into a suitable position, a second medtronic valve was prepared. Due to the difficulty of the situation and the patient's condition, a decision was made to implant a non-medtronic 23 millimeter (mm) valve instead of the medtronic valve. The patient was sent to the intensive care unit (ICU) following the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes conclusion: media files were provided for review of the event description above. Patient¿s executive summary was not provided for an atomical review. Medtronic recommends removing all tension from the system prior to final release which includes retracting guidewire from ventricle wall. Releasing tension will ensure a more stable release and minimize nose cone interaction with the evolut during withdrawal. In this case, it is apparent that guidewire was not retracted, and the nose cone was not centralized so it caught the inflow portion of the valve and dislodged it. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Cardiac arrest is known potential adverse effect per the evolut system instructions for use (IFU). These events may be related to patient medical condition, comorbidities, and/or procedural factors. Vascular access related complications, such as occlusion, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the information available, the occlusion may be a result of the displacement of the valve when removing the dcs. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm semi-compliant balloon. It was reported that during removal of the dcs, the wire was pulled back too early, contributing to the dislodgement. It was reported that the after the valve dislodged out of the annulus, it misplaced the coronary arteries. As a result, the heart was not sufficiently supplied with oxygen, therefore cardiopulmonary resuscitation (CPR) was initiated. The valve was relocated to a different position using a snare. It was reported that the patient was still receiving medical treatment, but that further details were not available. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.